Manufacturer narrative:
The possible serial numbers provided are (B)(6), (B)(6), (B)(6), and (B)(6); therefore, the serial number field has been left blank. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 4221, requiring a visit to the emergency department to restart therapy. This is a high-priority alarm that prevents device operation and interrupts therapy. There was patient involvement, and no harm reported.